Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. No further investigation is planned as there was no allegation of a device deficiency. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: a customer reported receiving a "notice of issues regarding the freestyle libre 3." Adc customer service attempted to contact the customer 3 (three) times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.